Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The returned device was noted to have a fracture in the catheter tip. Due to the aforementioned damage, functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported image quality issue remains unknown. A CAPA was initiated to address the root cause of the viewflex broken tip/transducer related issue. The primary root cause of this issue was determined to be a design/process issue related to the protective tube diameter in the packaging tray and the lack of instructions on the IFU to remove the catheter by the user. The corrective actions to mitigate the failure mode were completed and the issue will continue to be monitored.

Event description:
This report is to advise of a fracture that was noted during analysis.